Event description:
Patient has allergy to latex. Bard foley was placed on (B)(6) 2018. No listing of latex on the sure step packaging, it did list a bardex catheter. Nurse caring for the patient (B)(6) 2018 noted swelling to the insertion site area. Upon calling bard, it was discovered that the bardex does contain latex. Catheter was removed and replaced with a latex-free catheter. No other medical interventions were required.